Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that their insulin pump suspended delivery due to an sg reading of 60mg/dl. The customer's blood glucose at the time of the incident was 300 mg/dl. Troubleshooting did not resolve the disparity. The sensor was returned for analysis.